Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 730mg/dl. The customer stated that his blood glucose was high because the insulin was exposed to high temperatures all day, and the insulin he used was denature. Troubleshooting was performed. The programming and settings on the insulin pump were correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.